Event description:
(B)(4). I received the essure in 2011. I was fine until two years ago when my cycles started to get worse. My cramps are close in comparison to contractions these days. I have sharp lower back and abdomen pains, sweating, anxiety attacks, severe headaches, nauseousness, and pain during intercourse. This by far is the worst pain I have ever experienced. I never had a problem during my cycles and never cramped until recent years. I also have cysts growing on my ovaries. I strongly believe that essure needs to be taken off the market. I want the coils removed but I keep hearing that they can't be removed and that I will have to get a hysterectomy which is not an option for me at this point in my life. There has to be something that can be done, no one should have to endure the issues that had been presented with this device.